Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. An image of the device was provided, the analysis of which is currently underway.

Event description:
It was reported that a patient with an ica terminus aneurysm was scheduled for endovascular treatment using y-stenting and coiling. Vascular access was obtained using a competitor's guide catheter, and a traxcess 14 guidewire was navigated into the aneurysm. A headway duo 156 microcatheter was positioned within the aneurysm, and a competitor's coil (4 mm × 2 cm) was selected for aneurysm coiling. A second microcatheter (headway 17) was advanced into the mca to facilitate stent deployment while jailing the aneurysm microcatheter. An lvis evo 4 mm × 18 mm stent was selected and deployed from the mca to the ica. However, during deployment, the stent got twisted and prolapsed into the aca. The physician attempted to reposition the stent using a snare device. After multiple attempts to achieve proper positioning, the decision was made to retrieve the stent. A new lvis evo 4 mm × 18 mm stent was subsequently deployed from the mca to the ica, followed by deployment of an lvis evo 4 mm × 13 mm stent from the aca to the ica. The y-stent construct was successfully completed, and the aneurysm was subsequently treated with coil embolization. The outcome was the patient was extubated, was responding to the physician's commands and then shifted to ICU.